Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium results on their cobas 8000 analyzer. The customer alleged there were approximately 150 patients involved, including patient samples from acute and general medical wards and outpatient samples from general practitioners. The customer stated they could only supply data for 21 patients, of which nine had discrepant results that were reported outside the laboratory. The initial samples were processed through the customer's modular pre analytics device and tested as aliquots. The repeat results were from the primary tube tested on another cobas 8000 analyzer. The first patient's initial sodium result was 134 mmol/l. The repeat result was 141 mmol/l. The second patient's initial sodium result was 132 mmol/l. The repeat result was 140 mmol/l. The third patient's initial sodium result was 127 mmol/l. The repeat result was 133 mmol/l. The fourth patient's initial sodium result was 125 mmol/l. The repeat result was 133 mmol/l. The fifth patient's initial sodium result was 126 mmol/l. The repeat result was 135 mmol/l. The sixth patient's initial sodium result was 134 mmol/l. The repeat result was 140 mmol/l. The seventh patient's sodium result was 133 mmol/l. The repeat result 141 mmol/l. The eighth patient's sodium result was 144 mmol/l. The repeat result 150 mmol/l. The ninth patient's sodium result was 131 mmol/l. The repeat result 137 mmol/l. The repeat results were considered correct and amended reports were sent to the wards. None of the clinicians reported any adverse events. The sodium electrode lot number and expiration date were not provided. The laboratory staff checked the ise pathway including the ise glass bowl. They performed ise checks. The field service representative (fsr) stripped and cleaned the ise unit and found no faults. He observed indentations on the ise glass dilution bowl. The laboratory staff performed a precision check that was within specifications. The fsr adjusted the gear pump pressure and probe wash. He changed the pinch tubing. He found the sipper tubing was loose. He cleaned the sipper nozzle and vacuum nozzle.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The sodium electrode lot number was s47 and the expiration date was (B)(6) 2013. A definitive root cause could not be determined with the information provided. The calibration results from the time of the event were comparable to the calibration results before and after the event. However, the calibration curve was in the lower part of the range during the event. This can occur if the electrodes are in used outside of the recommendations. The customer runs approximately 350 patient samples a day on one ise unit and per the manufacturer, the electrode should be exchanged every 25-26 days.